Event description:
It was reported that 4 bd safetyglide¿ needles was blocked. The following information was provided by the initial reporter: the customer complaint received a failure mode of 'needle blocked'.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter addr 1: (B)(6). Investigation summary: it was reported the needle was blocked. To aid in the investigation, two samples with the plastic shield, but no packaging blister were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow and the other one did not; this needle is clogged. This defect could occur if there was a process variation during the lubrication application process. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the lubrication application process was performed. The settings and alignment of the fixture were correct, and the flow of products was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed in one of the two samples received. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.